Event description:
The customer contacted reported device breakage; subsequently blood loss was noted. The tubing set was used to deliver an unspecified medication. The male adapter of the tubing set was connected to a clave clc2000 which was connected to the pt's PICC line. It was reported that after the medication was delivered, the nurse disconnected the male adapter of the tubing set from the clave device. After an unspecified length of time, the nurse returned to the pt's room and noted an unspecified volume of blood on the pt's bed. The nurse clamped the pt's PICC line. At this time, the nurse noted that the tip of the male adapter of the tubing set that had been removed was stuck in the clave clc2000. This allowed the clave to remain in the open position. The clave clc2000 was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).